Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing on 2015-10-18 or 2015-10-22.

Event description:
It was reported that the ventilator while on patient, alarms for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that while operating in aprv (airway pressure release ventilation) mode, the ventilator generated alarms for high continuous pressure followed by an oxygen alarm. There was also a sudden peep (positive end expiratory pressure) drop to zero with a prolonged tpeep (time at peep level). The ventilator was replaced with another ventilator model configured with the same settings, after which no further issues were observed. Further information has been requested but not received. No ventilator logs have been provided, and no investigation of the ventilator itself has been requested. The current status of the ventilator remains unknown. Based on the limited information available, possible causes may include patient-related or circuit-related issues. A high continuous pressure alarm can result from obstruction or restricted exhalation (e.g., patient coughing, secretions, kinking of tubing, water accumulation in the circuit, or filter occlusion). A sudden drop to peep zero with abnormal tpeep may indicate leakage in the breathing circuit, disconnection, or improper seating of the expiratory valve. The oxygen alarm could also be explained by a sudden circuit leak. Device configuration should also be considered. Inappropriate aprv settings, such as an excessively short tpeep or incorrect phigh/ptime resulting in elevated mean airway pressures, can contribute to the reported alarms. At this stage, and in the absence of ventilator logs or device investigation, the root cause cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).